Event description:
It was reported to boston scientific corporation that a standard balloon replacement g-tube was used during a procedure performed in 2005 (patient gender, age, and weight are unknown). According to the complaint, the balloon ruptured when 10cc was put into the product. The procedure was completed with another device from an unknown manufacturer. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good."

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture and expiration date are unknown. A functional evaluation of the returned device revealed a burst balloon. The returned unit was inspected, but no obvious physical damage or other evidence that would indicate how the failure occurred was found. It is noted that the burst pattern is not typical of other bursts.